Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, arrhythmia alarms) has been confirmed. Upon investigation, the electrode belt had multiple cables that were pulled from the strain relief, damaging wires in the cables. The cable connecting the distribution node to the rear therapy electrodes, the cable connecting ECG a and b to the front therapy electrode, and the cable connecting ECG c and d were pulled from strain relief. The root cause for the strained cables was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned a (B)(6) patient's electrode belt and reported that the belt had a damaged cable and was causing arrhythmia alarms.